Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and recurrent infections at implant site. The implanted device remains. Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the abutment change was performed under a general anaesthetic on (B)(6) 2017.